Event description:
It was reported to philips that system was unable to boot, stalling at 00:00. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system was unable to boot up, stalling at 00:00. The review of system log files showed malfunction with the flexvision pc. Upon troubleshooting, the fse decided to replace the flexvision pc. The cause of the flexvision pc failure was not conclusively determined by the supplier's part analysis. However, replacing the flexvision pc, hard disk and reloading the software by the fse has resolved the issue. The system was returned to use in good working condition. The codes were updated based on the investigation outcome.